Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesive on angle rubber had white-clouded area, insertion guide protector scratched, protector of the video cable section cut, connecting tube dented, and due to damage on charged coupled device (cc) unit, the image had white dots. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.